Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, see also 3004485144-2016-00108 and 00109.

Event description:
The sales associate reported broken drivers. The doctor stripped one of the polaris final drivers (2000-9061), and the other one in the set he sheared the tip off. The doctor was not able to final torque the last 2000-1008 plug. Surgery was completed. The doctor has no plans to go in and finish locking. No foreign body in patient.

Manufacturer narrative:
The returned driver was examined. The drive tip was found twisted and deformed. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.